Manufacturer narrative:
Continuation of d10: product ID 5076-52 lead and 5568-45 lead, implanted (B)(6) 2001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died. It was noted that the right ventricular (rv) lead had a high lead impedance warning, was over sensing which was resulting in inappropriate inhibition of pacing and the was a possible loss of capture. It was also noted there was a high number noted on the sensing integrity counter (sic) and there was a possible lead fracture. The rv remains in the patient. It was noted that there was a leadless implantable pulse generator (ipg) implanted. It was noted that the patient passed away one day post implant of the leadless ipg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced possible respiratory arrest and cardiopulmonary resuscitation was performed on the patient before death was pronounced.